Event description:
It was reported that the patient underwent a fusion procedure with posterior instrumentation. Approximately 9 months post-op, the patient reported pain in both the buttock and leg regions after flexion.the pain went gradually down and the patient now reports a stabbing pain when making certain motions (such as using the gas pedal when driving) or in the morning when the patient gets up. Radiographic images showed a broken pedicle screw. No revision surgery has been conducted to date.

Manufacturer narrative:
The event date is unknown. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
Multiple plain x-rays of lumbar construct l4-s1 with capstone interbody at l4 only. S1 screws appear to be 6.5mm with interbody support making implant failure more likely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.